Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device: uterus") and genital haemorrhage ("excessive bleeding") in a (B)(6) year-old female patient who had essure (batch no. C59254,c59254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included pelvic inflammatory disease (approximate date of treatment 2015) and chronic cervicitis (approximate date of treatment 2015). Concurrent conditions included hypothyroidism (approximate date of treatment beginning in 2009) and anxiety. Concomitant products included diazepam and levothyroxine sodium (levothyroxin). In 2016, the patient experienced vaginal discharge ("discharge / vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("constant spotting / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced rash ("rash"), pruritus ("itching on my stomach, legs and arms"), fatigue ("fatigue"), libido decreased ("hormonal changes: decreased libido"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysarthria ("neurological conditions or problems: slurred speech /neurological conditions or problems: speech problems"), pigmentation disorder ("other injury or complication: skin pigmentation changes"), anxiety ("anxiety"), sensitivity of teeth ("dental problems: sensitive and brittle teeth") and teeth brittle ("dental problems: sensitive and brittle teeth"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infections"), vision blurred ("vision/eye problems: blurry vision"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and back pain, genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), vulvovaginal pain ("vaginal pain"), neck pain ("neck pain"), pain in extremity ("legs pain"), pain of skin ("tender scalp") and pain ("body aches"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal discharge, hot flush, ovulation pain, night sweats, rash, pruritus, dysmenorrhoea, dyspareunia, libido decreased, fungal infection, headache, nausea, vision blurred, pigmentation disorder, anxiety, bladder disorder and urinary tract disorder outcome was unknown, the alopecia, fatigue, dysarthria, sensitivity of teeth and teeth brittle was resolving, the urinary tract infection had not resolved and the migraine, vulvovaginal pain, neck pain, pain in extremity, pain of skin and pain had resolved. The reporter considered alopecia, anxiety, bladder disorder, device expulsion, dysarthria, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, hot flush, libido decreased, menorrhagia, migraine, nausea, neck pain, night sweats, ovulation pain, pain, pain in extremity, pain of skin, pigmentation disorder, pruritus, rash, sensitivity of teeth, teeth brittle, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. New reporters and reporter information added. Plaintiff demography added. Plaintiff concurrent condition and historical condition were added. Product lot number received. Events added from pfs- abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction: rash and itching, bladder or urinary problems or changes, dental problems: sensitive and brittle teeth, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes: decreased libido, anxiety, infection (bladder/urinary tract/vaginal): uti and yeast infections, migraines/headaches, migration of essure device: uterus, nausea, neurological conditions or problems: speech problems, vision/eye problems: blurry vision, other injury or complication: skin pigmentation changes, vaginal pain, back pain, legs pain, tender scalp, body aches, did not undergo confirmation test. Historical condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device: uterus") and genital haemorrhage ("excessive bleeding") in a 30-year-old female patient who had essure (batch no. C59254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included pelvic inflammatory disease (approximate date of treatment 2015) and cervicitis (approximate date of treatment 2015). Concurrent conditions included hypothyroidism (approximate date of treatment beginning in 2009) and anxiety. Concomitant products included diazepam and levothyroxine sodium (levothyroxin). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("constant spotting / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced vaginal discharge ("discharge / vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced rash ("rash"), pruritus ("itching on my stomach, legs and arms"), fatigue ("fatigue"), libido decreased ("hormonal changes: decreased libido"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysarthria ("neurological conditions or problems: slurred speech /neurological conditions or problems: speech problems"), pigmentation disorder ("other injury or complication: skin pigmentation changes"), anxiety ("anxiety"), sensitivity of teeth ("dental problems: sensitive and brittle teeth") and teeth brittle ("dental problems: sensitive and brittle teeth"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infections"), vision blurred ("vision/eye problems: blurry vision"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and back pain, genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), vulvovaginal pain ("vaginal pain"), neck pain ("neck pain"), pain in extremity ("legs pain"), pain of skin ("tender scalp") and pain ("body aches"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal discharge, hot flush, ovulation pain, night sweats, rash, pruritus, dysmenorrhoea, dyspareunia, libido decreased, fungal infection, headache, nausea, vision blurred, pigmentation disorder, anxiety, bladder disorder and urinary tract disorder outcome was unknown, the alopecia, fatigue, dysarthria, sensitivity of teeth and teeth brittle was resolving, the urinary tract infection had not resolved and the migraine, vulvovaginal pain, neck pain, pain in extremity, pain of skin and pain had resolved. The reporter considered alopecia, anxiety, bladder disorder, device expulsion, dysarthria, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, hot flush, libido decreased, menorrhagia, migraine, nausea, neck pain, night sweats, ovulation pain, pain, pain in extremity, pain of skin, pigmentation disorder, pruritus, rash, sensitivity of teeth, teeth brittle, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus'), genital haemorrhage ('excessive bleeding/light or more blood than usual/redor brownish'), hydronephrosis ('hydronephrosis'), necrosis ('necrosis') and autoimmune thyroiditis ('hashimoto's') in a 30-year-old female patient who had essure (batch no. C59254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included pelvic inflammatory disease (approximate date of treatment 2015) and cervicitis (approximate date of treatment 2015). Concurrent conditions included hypothyroidism (approximate date of treatment beginning in 2009), anxiety, menses irregular, chronic cervicitis, neck stiffness, vertigo, nabothian cyst, paratubal cyst and ovarian cyst. Concomitant products included diazepam and levothyroxine sodium (levothyroxin). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced vaginal discharge ("discharge / vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("constant spotting / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced rash ("rash"), pruritus ("itching on my stomach, legs and arms"), fatigue ("fatigue"), libido decreased ("hormonal changes: decreased libido/sex drive is up"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysarthria ("neurological conditions or problems: slurred speech /neurological conditions or problems: speech problems"), pigmentation disorder ("other injury or complication: skin pigmentation changes"), anxiety ("anxiety"), hyperaesthesia teeth ("dental problems: sensitive and brittle teeth") and teeth brittle ("dental problems: sensitive and brittle teeth"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infections"), vision blurred ("vision/eye problems: blurry vision/eyes are very blurry"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and back pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), vulvovaginal pain ("vaginal pain"), neck pain ("neck pain"), pain in extremity ("legs pain"), pain of skin ("tender scalp"), pain ("body aches"), toothache ("horrible teeth pain"), endometriosis ("endometriosis"), flatulence ("gas"), hydronephrosis (seriousness criterion medically significant), cervicitis ("acute and chronic cervicitis"), hypothyroidism ("hypothyroidism"), necrosis (seriousness criterion medically significant) and autoimmune thyroiditis (seriousness criterion medically significant) and was found to have weight increased ("weigh 5 lbs more than before"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal discharge, hot flush, ovulation pain, night sweats, rash, pruritus, dysmenorrhoea, dyspareunia, fungal infection, headache, nausea, vision blurred, pigmentation disorder, anxiety, bladder disorder, urinary tract disorder, toothache, endometriosis, flatulence, hydronephrosis, cervicitis, necrosis and autoimmune thyroiditis outcome was unknown, the alopecia, fatigue, libido decreased, dysarthria, hyperaesthesia teeth, teeth brittle, weight increased and hypothyroidism was resolving, the urinary tract infection had not resolved and the migraine, vulvovaginal pain, neck pain, pain in extremity, pain of skin and pain had resolved. The reporter considered alopecia, anxiety, autoimmune thyroiditis, bladder disorder, cervicitis, device expulsion, dysarthria, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flatulence, fungal infection, genital haemorrhage, headache, hot flush, hydronephrosis, hyperaesthesia teeth, hypothyroidism, libido decreased, menorrhagia, migraine, nausea, neck pain, necrosis, night sweats, ovulation pain, pain, pain in extremity, pain of skin, pigmentation disorder, pruritus, rash, teeth brittle, toothache, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2016: results: negative. Concerning the injuries reported in this case, the following one were reported via social media: toothache, endometriosis, flatulence, weight increased, hydronephrosis, cervicitis, hypothyroidism, necrosis and autoimmune thyroiditis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New events were added: horrible teeth pain, endometriosis, gas, weigh 5 lbs more than before, hydronephrosis, acute and chronic cervicitis, hypothyroidism, necrosis and hashimoto's. Outcome of the event libido decreased was updated to recovering from unknown. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal haemorrhage ("constant spotting"), vaginal discharge ("discharge"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), night sweats ("night sweats") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, vaginal discharge, hot flush, ovulation pain, night sweats and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, hot flush, night sweats, ovulation pain, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.